Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal five tampons fell apart. She used a douche to make sure no tampon pieces were left inside of her.